Manufacturer narrative:
Concomitant products: product ID: 8840, product type programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving hydromorphone (25 mg/ml at 15.005 mg/day) and bupivacaine (10 mg/ml at 6.002 mg/day) via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that at the implant procedure the day prior, the incorrect unit was selected for the hydromorphone in the pump. All the numbers were programmed correctly. The reporter was walked through updating the unit for the hydromorphone and successfully changed the unit during the report. No further interventions were planned. The patient had no symptoms related to the event. The reporter did not know who did the incorrect programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.